Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2019-00173 thru 3012447612-2019-00176.

Event description:
It was reported the tip of three universal driver bits twisted and a fourth bit twisted and fractured while being used to remove a previously- implanted competitive construct. The screws were unable to be removed, so the rods and plugs were reintroduced and tightened into place. There were no reported patient impacts associated with this event. This is report four of four for this event.

Manufacturer narrative:
UDI number: na. Additional information: the returned drill bit was examined. The tip of the device has fractured. The cause of this event can likely be attributed to larger than normal force required for removal of implants likely due to bone/tissue on-growth and integration with the body. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported the tip of three universal driver bits twisted and a fourth bit twisted and fractured while being used to remove a previously-implanted competitive construct. The screws were unable to be removed, so the rods and plugs were reintroduced and tightened into place. There were no reported patient impacts associated with this event. This is report four of four for this event.